Manufacturer narrative:
(B)(4). The micropituitary shaft tip is cracked at the center of the jaw pivot pin forward, with the static jaw cracked downward. The shaft pin is missing and not returned for analysis. The location, direction, and amount of force required in order induce fracture of the shaft is consistent with application of excessive force. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the instrument jaw was broken during use. Although this instrument was used during surgery, no patient complications were reported.